Manufacturer narrative:
Product event summary: bin files did not show system notices or issues. The product returned matched the device referenced in the complaint record. Product was shipped in a biohazard kit and received in proper condition. Visual inspection of the sheath showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. The reported issue (lots of air entered the sheath handle) was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. The reported issue (difficulty crossing the septum) was not confirmed through testing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, there was difficulty crossing the septum. Once the septum was crossed, each time the balloon catheter entered, air was introduced into the sheath handle. After three attempts, the sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.